Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and guided them through the process, leading to a successful start of the sensor session without the error reoccurring.